Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately 7 months post-operatively two anchor c self-drilling screws migrated post-operatively. Revision surgery has not been performed or currently planned. This report captures the first of the two screws.

Event description:
It was reported that approximately 7 months post-operatively two anchor c self-drilling screws migrated post-operatively. Revision surgery has not been performed or currently planned. This report captures the first of the two screws.

Manufacturer narrative:
H3 other text : device remains implanted.